Event description:
Caller reported that a malfunction occurred with the pump, noting that it became hot while in their pocket. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. The customer reverted to an alternate method of insulin therapy.